Manufacturer narrative:
Correction to field b5. Describe event or problem upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was suspected of premature battery depletion (pbd). Data analysis was requested and confirmed that the power consumption was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was suspected of premature battery depletion (pbd). Data analysis was requested and confirmed that the power consumption was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. As of this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was suspected of premature battery depletion (pbd). Data analysis was requested and confirmed that the power consumption was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. As of this time, the device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.